Manufacturer narrative:
The n2o needle valve was replaced to fix the reported issue.

Event description:
The hospital reported that, needle valve o2 is fault and unit is unable to set o2 valves anymore. There was no reported patient involvement.